Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead had a history of high pacing impedance since (B)(6) 2013, the clinic was monitoring the lead function remotely. The patient presented remotely on (B)(6) 2021. Review of remote transmission revealed non sustained ventricular oversensing and occasional loss of ventricular pacing followed by ventricular sensed beat. On (B)(6) 2021 the patient presented in clinic for a routine generator exchange procedure. After testing of the rv lead prior to and during the procedure, the physician elected to perform no intervention on the lead and the lead remained implanted with the new device. The patient tolerated the procedure well, was stable and was discharged home.